Event description:
On february 26, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate (cca) since the patient was not available for follow-up questions. The patient tests her blood glucose frequently and is on an insulin pump. Sometime in 2009 at 8pm, the patient obtained a blood glucose reading of "9.9 mmol/l" on the subject meter. The patient reportedly increased her insulin based on the insulin sliding scale per the elevated lfs meter. At 10:30pm, the patient woke up feeling shaky, sweaty with visuals auras. The patient promptly tested with another meter, onethouch ultra2, and obtained a blood glucose reading of "2.6 mmol/l." Reportedly, the patient took beverages (pop) as treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. At an unspecified time at about one week later, patient reported blood glucose results of "15.9 mmol/l' with a lifescan meter and "10.2 mmol/l" on another meter, performed with 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=1.7 mmol/l. This complaint is being reported because the patient claimed she suffered symptoms that were suggestive of hypoglycemia after she took insulin per an alleged inaccurate high reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.